Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and the reported failure (error c-34 monopolar energy just said a connection error) was confirmed and reproduced on erbe connected to system. The logs showed (25913 c-3 errors 5/12/2025.) Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (C-34 err on start-up and m-0b-121 errors mono energy activation) erbe unit that was placed on golden system and was run in normal mode.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the monopolar energy was displaying connection error c-34. The technical support engineer (tse) reviewed the system logs and found that error c-34. Tse advised the clinical sales representative (csr) to unplug the erbe for two minutes, which the csr did, but the error persisted. Tse then guided the csr through disconnecting both external foot pedals at the back of the erbe, but the error still remained. Tse suggested considering the use of a force triad as a third-party generator. The csr plans to discuss these options with the surgeon. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative, a third-party generator was brought in to complete the surgical procedure.